Event description:
The customer reported the evis exera iii xenon light source main lamp fails to ignite but the spare lamp works. The event occurred during a diagnostic procedure and a similar device was used to complete the operation. The operation was not prolonged and the there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, reported issue was confirmed. In addition, faulty scope socket, dust/debris build up, switch upgrade, front panel broken/discoloration, and intermittent b30 error were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty scope socket and dust/debris buildup could not be identified. Olympus will continue to monitor field performance for this device.